Event description:
Physicians were called to patient's bedside to assist in an elective intubation due to significant congestion of the left lung resulting in hypoxia with pao2 of 47mmhg. Appropriate personnel were noted at bedside with md. Prior to intubation the carefusion manual resuscitation bag was plugged into the oxygen flowmeter with no flow detected at the oxygen reservoir. Additionally, a decrease in flow on the back pressure regulated flowmeter was observed indicating a possible occlusion. The oxygen tubing was checked for possible kinks and occlusion but none were found at bedside. The carefusion manual resuscitation bag was plugged into a second flowmeter and again there was no flow observed through the oxygen reservoir and again a decrease in flow was noted on the flowmeter. At this time a second new carefusion manual resuscitation bag was obtained from stock and proper function was noted prior to intubation. No harm occurred to patient and procedure was completed.on examination, the tubing is blocked at the flowmeter connection. It appears that during manufacturing the tubing was not fully punched out. The plugged end of the tubing is solid, not just a scrap piece that was not removed. Upon inspection of other devices form the same lot number, no others were found with this defect.